Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Booked revision case due to dislocation post previous fracture. Head and liner revised from +0 head to +8 head and mdm. Mdm trialed on table and case completed. This pi relates to the peri-prosthetic fracture of the femur.